Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the wires of the usb cable became exposed. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.